Event description:
In the past few weeks, there have been six reported cases of the flow-stop clip (also called a sear) being broken on the infusion pumps. In this case, the pump resulted in staff being poked in the finger by the protruding spring from the broken flow stop clip. When the handle is down and the door is closed, the flow stop clip is easily broken. Upon further investigation, it was found that medication, disinfectant, etc. Drip into the door and get into the cam lock pawl, causing it to get sticky. If the handle is down, the clip is broken and the door is opened, the pump will alarm, "flo-stop open-close door". In addition, as soon as the door is opened, a free-flow condition will exist. Staff may not notice this, since the pump normally starts beeping if the door is opened. It appears that if the cam lock pawl is rinsed with plain water, the sticky substance dissolves and the mechanism works properly. An internal medical safety alert was posted. With the heightened awareness, staff have noticed and removed from service other pumps with broken clips.